Manufacturer narrative:
(B)(4). Batch #u5d297. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no reload loaded on the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of user error, the instructions for use do contain the following: "caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard." The event described could not be confirmed as the device performed without any difficulties noted. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Event description:
It was reported that during a laparoscopic gastric bypass, the stapler would not maintain the cartridges. Cartridges would not stay in place. A new stapler was opened to complete the case. There were no patient consequences.